Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient who is implanted with a neurostimulator. Upon checking impedances, they showed that contact 11 was greater than 40,000 ohms. The manufacturer representative was able to program around the affected contact. There were no external factors noted to be contributing factors. The health care professional has no further information regarding the event. Surgical intervention was not planned or performed.